Manufacturer narrative:
As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. Approximately ten years after the filter implantation, the patient became aware that the filter had tilted medially with the removal apex in contact with the caval wall. This portion of the filter was partially embedded. All six struts of the filter were associated with early perforation with the medial strut in close proximity to the aortic wall. The patient indicated that filter struts had perforated outside the inferior vena cava (ivc).the patient further reported having experienced chest, calf, back and abdominal pain, numbness, nausea, lightheadedness, internal discomfort, fear and shortness of breath, mental anguish, fear and anxiety associated with the filter. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The optease retrievable vena cava filter is indicated for retrieval up to 23 days post-implantation. Following this period of time, and as early as twelve days, there is potential for endothelialization around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted medially with the removal apex in contact with the caval wall and is partially embedded. All six struts of the filter tent with early perforation and the medial strut is in close proximity to the aortic wall. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), filter tilting and embedded in wall of the ivc; emergency room (ER) visits due to calf pain, chest pain and upper back pain. The pain additionally causes numbness, nausea, and lightheadedness. The patient has had to quit working out due to fear that this activity might cause the filter to break and cause organ damage, and further experienced mental anguish, anxiety, fear and lack of desire to socialize, becoming aware of these events approximately ten years after the filter implantation.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted medially with the removal apex in contact with the caval wall and is partially embedded. All six struts of the filter tent with early perforation and the medial strut is in close proximity to the aortic wall. Per the implant records, the patient was reported to be status post cervical fusion surgery with a peri-splenic hematoma. The filter was indicated for pulmonary embolism (pe). Using modified seldinger technique, the right femoral vein was accessed. A venacavagram was completed to ascertain the position of the left common iliac artery and drainage of the renal veins. The optease filter was successfully deployed below the renal veins and above the confluence of the iliac veins. The patient was transferred to the holding area in stable condition. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc), filter tilting and embedded in wall of the ivc; emergency room (ER) visits due to calf pain, chest pain and upper back pain. The pain additionally causes numbness, nausea, and lightheadedness. The patient has had to quit working out due to fear that this activity might cause the filter to break and cause organ damage, and further experienced mental anguish, anxiety, fear and lack of desire to socialize, becoming aware of these events approximately ten years after the filter implantation.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted medially with the removal apex in contact with the caval wall, is partially embedded and all six struts of the filter tent with early perforation and the medial strut is in close proximity to the aortic wall. The patient reported becoming aware of perforation, filter tilt and embedment approximately ten years and two months post implant. The patient also reported anxiety, calf, chest and upper back pain related to the filter which have caused numbness, nausea and lightheadedness. According to the implant record the indication for the filter implant was pulmonary embolism in the presence of a peri-splenic hematoma and status post cervical fusion surgery. The filter was placed via the right femoral vein and deployed below the level of the renal veins and above the confluence of the iliac veins. The patient was transferred to the holding area in stable condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt, ivc perforation and device embedment could not be confirmed, nor an exact cause determined. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization, the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Due to the nature of the complaint, the reported pain and shortness of breath experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and vessel characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient underwent placement of an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, shortness of breath, chest pain, back pain, abdominal pain, internal discomfort, tilted medially with the removal apex in contact with the caval wall, partially embedded and all six struts of the filter tent with early perforation and the medial strut is in close proximity to the aortic wall. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding with in the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. Endothelialization has been shown to occur in as short a period as 12 days. Shortness of breath and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including but not limited to, shortness of breath, chest pain, back pain, abdominal pain and internal discomfort. Furthermore, the patient has learned that the filter is tilted medially with the removal apex in contact with the caval wall and is partially embedded. All six struts of the filter tent with early perforation and the medial strut is in close proximity to the aortic wall.